Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display would not turn on when plugged into a power source. The customer's blood glucose (bg) level was 250 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.